Event description:
It was reported a patient's right ventricular (rv) lead presented with oversensing noise that led to an inappropriate shock. The rv lead was capped in a procedure on 19 oct 2023. Post-procedure the patient was stable.